Event description:
The account contacted an abbott customer technical advocate (cta) stating a pt sample generated a hemoglobin result of 6.9 g/dl using a cell-dyn 1700 cs analyzer. The sample was sent to a reference lab which generated a result of 12.8 g/dl. The low and normal controls were at the upper end of the range but within specifications. The high control was out of range high. A patient sample that generated a hgb=13.1 g/dl on the cell-dyn 1700 cs prior to the issue was also sent to the reference lab yielding a result of hgb=13.0 g/dl for verification. No impact to patient management was reported.